Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic results for multiple chemistries generated by the unicel® dxc 600 pro synchron® clinical systems for one patient sample.the results were reported out of the lab and were questioned by the physician. Customer re-tested the original specimen and re-draw the patient. Repeated results were different comparing to the original results for all chemistries. Patient treatment was not affected.

Manufacturer narrative:
No qc issues were noted.a field service engineer (fse) was dispatched: a) the fse found evidence of a clot which had dripped from the sample probe across the sample wheel cover. The fse replaced the modular chemistries (mc) wash collar and level sense bead. B) the fse inspected hardware components and found no problems. C) the fse performed calibration and qc with acceptable results.upon recur, the hardware failures could cause erroneous results on any or all cc, including pivotal chemistries. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.